Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, and blood noted on distal conductor, outer insulation melted, and outer insulation breached with environmental stress cracking, along with cosmetic depression; full lead in segments returned and analyzed.

Event description:
It was reported that there was no capture, low impedance and fluctuating impedances, and an apparent lead fracture. The lead was explanted and replaced. During the explant, it was noticed that the lead was almost severed in two at the clavicle/subclavian intersection. No patient complications have been reported as a result of this event.